Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked on the side near the threads and cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. A new test battery cap was able to attach to the pump and was used to complete a 24 hours duration test. No pump reboots were duplicated during that time. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. Unrelated to the original complaint, the pump powered up to a dim and discolored display. Additionally, the keypad was observed to be peeling at the ok key. All the keys were fully responsive to user presses. The keypad cover was removed and there was no contamination found under the key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.